Manufacturer narrative:
Corrected information was provided in b7 (medical history/preexisting condition). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult/unable to remove through other device cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78 year old man underwent pci with impella cp support for amics. The peelaway sheath was removed and the repo sheath advanced but could not be secured. The device was thus explanted and the patient returned to the ICU for inotrope treatment.